Event description:
It was reported that the patient experienced hyperglycemia (specific blood glucose value not reported) treated with insulin delivery via the insulin pump, which was attributed to a bent infusion set cannula on (B)(6)2026.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380